Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that planning was completed for a tlif at l4-l5 with mis approach. Should calibration was checked. Advanced accuracy check and arm set-up was completed. Fluoro segmentation completed using the basic algorithm with green values present at all levels. The surgeon visually verified and began surgery. All trajectories placed. Right l4 appeared to be laterally placed in ap view; the k-wire migrated anterior. The surgeon felt it was not in the correct place so used jam shidi from the robot starting point to direct the trajectory more medial. All other screws were placed safely per plan. Ap and lateral images taken for confirmation and right l5 appeared to be accurate prior to final tightening but after final tightening the screw appeared lateral. All other screws stimulated at acceptable values. No patient harm was reported and surgery was delayed less than an hour.